Event description:
Md performing cystoscopy with left laser lithotripsy. As laser fiber was being moved inside the ureter, the gip of the fiber broke off (0.5mm or less). The fiber removed from ureter. Md attempted to retrieve tip of fiber - broken off in pt - unable to do so. Tip left in patient.